Manufacturer narrative:
Tandem's user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 58 mg/dl. During troubleshooting, customer manually entered a larger number than intended for bolus. Customer acknowledged the cause of bg. Customer ate food to address bg.